Event description:
Hello, I sent out an email last week regarding the pads replacement. Thank you for the new ones. I'm having issues with the control. I replaced the batteries and it heated up, and it smelled like burning plastic so I removed the battery again. Can the control be replaced too?